Manufacturer narrative:
Device had intermittent act and up buttons response due to corroded keypad traces. Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. However, device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to a33 alarm. Unit had minor scratched lcd window.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm, button error failed battery alarm, prime rewind anomaly and compromised force sensor alarm. The customer's blood glucose was 107 mg/dl. The customer stated that the drive support cap was flushed. The troubleshooting was performed for all the errors. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be and reservoir and infusion set will not be returned for analysis.